Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced "blurry vision, increased ld, starbursts". Approximately, 3 months later, the iol was exchanged. The patient reason for the exchange was reported as "blurry vision, increased ld, starbursts" and the clinical reason was reported as "mechanical complication of iol". Additional information was provided indicating that in the surgeon's opinion, the cause of the event was reported as a refractive miss. The iol was exchanged for a different lens model and one diopter difference of power. The patient's issues have resolved and the prognosis was described as improved vision. Additional information has been requested to clarify what was meant by "increased ld". No response has been received.